Manufacturer narrative:
(B)(4). Additional information regarding the procedure noted multiple devices were used during the attempt to remove the wire. The device was inspected during preparation and no damage was observed. Some damage was observed after removal, but all portions of the device were intact and there were no protruding parts. The lesion was described as vessel: #13, occlusion: 75-90%, tortuousness: slight, calcification: moderate, plaque: fibrocalcified. The procedure was completed. This case was reviewed and investigated according to volcano policy. Pre-decontamination visual and microscopic inspections were performed on the returned device. There was a kink at the proximal hypotube joint at 49mm from the proximal end of the wire as well as a couple other kinks along the hypotube. There was a kink in the proximal coil at 65mm from the distal tip of the wire and a bend in the distal coil at 10mm from the distal tip. There was material between the sensor housing and the sensor as well as residue on the sensor. There was also some separation of the threading at the distal hypotube joint and the distal end of the threading was raised over the proximal coil. It is possible that this damage occurred while in use and resulted in the experienced resistance. However, we could not determine conclusively when and how the damage occurred. Post-decontamination microscopic inspection revealed no abnormalities in the hydrophilic coating of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints.

Event description:
It was reported the physician encountered resistance during retrieval and it took a long time to remove the wire from the body. When the user tried to cross the calcified lesion at cx#13 inside the body, the wire could not move forward. The physician did not push the wire anymore and tried to remove it. It took approximately 3 hours for the physician to remove the wire. Patient discharged as expected and patient condition was noted as stable. Physician indicated there was no patient injury or adverse event. All reasonably known patient information is included in this report.